Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. The patient reported he was getting a pod communication error and unable to deliver insulin. Upon further troubleshooting it was discovered the patient had his omnipod system set to be used with a cgm (continuous glucose monitor), but the patient wasn't actually using a cgm sensor. Once the controller was set to "no sensor", the patient was able to successfully activate a pod. The patient was treated with intravenous fluids and diabetic ketoacidosis management. The patient was released four days later. The pod was not worn when seeking medical attention.